Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at 14mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump was critically alarming. Initially the patient reported the pump alarm started about 8 months ago. The patient mentioned that 2.5 years ago they fell and fractured their femur and hip among other things and had multiple magnetic resonance imaging (MRI) scans. The patient thought the pump never stopped alarming after the MRI but also didn't think it's been alarming for 2.5 years. The patient said their old doctor was indicted for stealing medical devices. The patient reported they would be going to the emergency room to get help with the pump alarm. It was reported that the pump was empty. The patient reported they had excruciating pain at the pump and catheter sites. The patient reported the pain "staring in areas/getting thru to back," because nothing would work on the pain. The patient stated the pain was so bad it was like they were in labor. The patient stated the pain may be worse than labor. The patient had tried percocet and another drug but they only help a tiny bit and then the pain comes back with a vengeance. The patient stated they do not have a urinary tract infection and the pain is seizing their muscles. It was reported the patient had side effects due to the morphine. The patient reported their doctor wouldn't have the medication changed. At the time of the report the patient no longer has the drug in the pump. The symptom reported was, "bad side effects." The patient had a hysterectomy 20+ years ago prior to pump due to heavy periods. It was noted the patient had been in labor twice. No further complications were anticipated/reported.